Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022, a 25 mm epic stented porcine heart valve w/flexfit system was successfully implanted in the mitral position. A few hours later, the patients left ventricle ruptured so the patient was brought back into the operating room where the rupture was repaired and the valve was explanted and replaced with a 21 mm sjm masters series mechanical heart valve to resolve the event. The physician alleges the cause of this event to be due to the procedure. It was also noted that the 25 mm device was too large for the patient's native annulus. The status of the patient was unable to be obtain. No additional information was provided.

Manufacturer narrative:
An event of the patient's left ventricle rupturing after the implant procedure and the valve being too large for the patient's annulus was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.